Manufacturer narrative:
Concomitant medical products: product ID: 8709, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was not reported. It was reported that the patient ¿had a pretty bad seizure 4 days ago ((B)(6) 2020) and ever since I've felt like I was on a slow schedule to withdrawals. I'm getting cold sweats, nausea (with vomit), diarrhea and just general anxiousness.¿ the patient stated, ¿I do unfortunate know what all of these feelings added together are so is there a chance that my seizure could have crimped the cord going from pump to back? I don't think it would be completely detached because I know the "profanity" of a broken or empty pump which is why I believe it is giving me less than I am supposed to get (because if it were fine I'd be fine and I know it's not all the way broken since I've gone through that 3 times before).¿ ¿I'm just stuck since there isn't any imaging places near me. I do appreciate your rapid response and even with feeling this "profanity" medtronic is aces. Have had y'all since 2001 and received my life back.¿ there were no further complications reported/anticipated. Additional information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 60 mg/ml morphine (unknown) at 19 mg/day. It was reported that this seizure disorder, the patient experienced a seizure on saturday (B)(6) 2020 and then began sensing withdrawal sunday, so via films the doctor confirmed the catheter was intact. They wanted to do a catheter dye study next but caller stated the dye lowers the patient¿s seizure threshold so they decided not to do that. They plan a catheter access port (cap) aspiration instead. Caller inquired if a priming bolus was needed post cap aspiration. Troubleshooting was performed with the caller, reviewing pertinent information per caller's inquiries. The caller will confer with the doctor. There were no further complications reported/anticipated. (B)(6) 2020 rtg (con): additional information was received from the consumer indicated that the catheter was obstructed. During the replacement a clog, crimp and cut were found on the device. Post surgery the dose was changed from 20.82mg/day to just over 10mg/day. It was noted that it had been week and the patient was still experiencing withdrawals. The healthcare provider prescribed 10mg percocet which was note helping. The patient was reported to be throwing up 5 times a day with cold sweats. No further complications have been reported. No further complications have been reported.